Event description:
It was reported that implantable cardioverter defibrillator (ICD) reached end of life (eol). This patient reportedly received a shock form this ICD while performing physical activity due to device programming. It was undetermined if this shock was appropriate or not. Patient went to clinic and reprogramming was done. The physician elected to turn off tachycardia and brady therapy. No additional adverse patient effects were reported. Currently, this ICD remains in service.